Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a software error and a carelink connect application issue had no sg value. The customer reported no adverse event. The event involved product(s) mmt-6111. Unable to resolve with existing troubleshooting and , issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.2.1[9039] prod build installed on samsung s20 fe, (v13.0.0) with mmt-5100j sensor (software version 2.3c.29785347) was conducted and the issue was reproduced. We have observed that the sg value is not visible on the status area of the patient graph screen in the cp app. The software failed to meet the specified requirements and performance expectations, (srs doc: 3205046):3213347,3212604 agile doc: 10948256doc. We conducted a thorough investigation and found that basalinsulinstate is returning a null value for simplera patients, which is not handled in the code base (3.2.1). The esf number that corresponds to the reported issue is 5048468. Currently, there is no workaround for the issue. The issue will be resolved in the upcoming cp application release/s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.